Manufacturer narrative:
The insulin pump was received with dog chew marks, missing end cap sticker, cracked battery tube threads and missing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump was chewed up by his dog and the buttons could not be pressed. The customer stated that the damage is located at the reservoir compartment and keypad. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.